Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). There are no plans to re-implant the patient with a new device.